Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable hiv result with the cobas® mpx - 480t assay for a donor sample tested on the cobas 6800 analyzer. The initial result was non-reactive. Serology was negative. On (B)(6) 2026, the repeat result was hiv reactive. On an unknown date, a new blood sample was collected from the donor, and the result was non-reactive.